Manufacturer narrative:
Major bleed: the cause of the bleed was not determined due to insufficient clinical details.device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Event description:
For unloading in an extremely ill patient after a complication-ridden mitral valve replacement (including occlusion of the lcx coronary artery), veno-arterial ecls was required. We are submitting the report conservatively, as an influence of impella cannot be excluded. Evidence-based unloading was performed using an impella cp. Placement of the impella was challenging but ultimately considered adequate by the treating team. During the complicated clinical course under two mechanical circulatory support systems and the required anticoagulation, numerous transfusions were necessary. When the patient¿s circulation could eventually only be maintained with renewed escalation of catecholamines, the family decided to discontinue life-sustaining measures and the patient died.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information indicates the impella cp was noted to be in a shallow position post-implant; however, per physician decision, it was not repositioned. The subsequent escalation to impella 5.5 was for additional hemodynamic support and not related to impella cp positioning.

Manufacturer narrative:
Updated information was provided in b5 (event description). Upon review, it was identified that the additional information has been added to this report.